Manufacturer narrative:
(B)(4).

Event description:
Procedure type: reduction mammaplasty. According to the reporter: wound dehiscence occurred. This was resolved without sequelae. The patient has the following comorbidities: hypertension and depression.